Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller (MRI tech) reported per patient that her ins is not working and has not since 2016. Caller does not know who managing hcp is. Caller did attempt to communicate w/ ins and received the no communication screen. No patient symptoms were reported. Troubleshooting could not be performed.